Event description:
Pt found in cardiac arrest. Bystander CPR initiated at the scene. Ems crews arrived and continued CPR and advanced life support interventions. Auto pulse applied to provide chest compressions. Battery in the auto pulse reading fully charged. Auto pulse provided one chest compression and stopped working. Back up battery inserted into the auto pulse (back up battery reading fully charged). One compression provided by the auto pulse and machine stopped working. Manual compression resumed. Unk whether application of auto pulse and failure of this equipment may have contributed to the pt's final outcome.